Event description:
It was reported: this pt underwent a left total hip arthoplasty in 2001. The pt has had multiple dislocation of this hip. The pt presented at this time for a revision of the left total hip. Intraoperatively a hematoma was noted from previous dislocation. With range of motion the hip would dislocate at 90 degrees and 45 degrees of internal rotation. All components were removed and replaced.